Event description:
It was reported that the patient underwent an initial total knee arthroplasty on (B)(6) 2013. Patient also underwent a revision surgery on (B)(6) 2013 due to lateral ligament damage occurring after patient experienced a fall, resulting in instability of the knee. Patient was revised to the ssk, super stabilized knee revision system. Subsequently, patient underwent another revision on (B)(6) 2014 due to femoral screw backing out. While the bearing was exchanged, the femoral component was not revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.